Event description:
It was reported that an echocardiogram revealed a left ventricular (lv) apical thrombus. It was also reported the thrombus was related to the left ventricular (lv) lead. The patient was treated with intravenous (IV) and oral anticoagulants and the lv lead remains in use. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.